Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the machine was not booting. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). The field service engineer (fse) then visited the customer's site, replaced the dfm100 som pca assembly, and the device is now functioning normally. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.